Event description:
Customer alleged when in locked position, the handles have alot of play 2-3". No injury alleged.

Manufacturer narrative:
The consumer is a male in his (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer brought in his 6291-1 walker. The consumer stated that when the walker is in the lock position, the handles will move 2 - 3 inches. The consumer has received a new walker. No injury alleged. No RMA issued for the return of the original walker.